Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the ER after receiving a vibratory alert for non-sustained rv oversensing due to intermittent noise on the ventricular channel. It was noted that there was a fragment of a previously extracted lead that remains in the patient's heart. Programming changes were recommended. No further information.